Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-00963.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2008 after the use of the product.